Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the monopolar curved scissors instrument slid into the patient and lacerated their liver, causing bleeding. The operating room (or) staff was attempting to connect the monopolar energy cord to the installed instrument at the time of the event. Intuitive surgical, inc (isi) contacted the site, and obtained the following additional information: when the surgeon initially tried to use the cautery, he was alerted by the system that the cautery was not connected. He asked the technician to plug the green (monopolar) cord into the instrument housing, and she did; as he was waiting, the instrument moved forward, as though it was advancing, and "it stabbed the liver." He yelled "stop!" The technician stopped and pulled the instrument out. Initially, the surgeon and or staff thought something had happened with the da vinci system, such as unintuitive movement. At the time of the event, the surgeon's head was in the surgeon side console (ssc), and the system was engaged. He said his fingers were on the grips, and it felt like the grip was taken out of his grasp. The surgeon believes that the universal surgical manipulator (usm) was possibly and accidentally clutched at the time of the event, and the or staff did not realize it. At the moment the technician began to push in the cord, the instrument moved forward, and it stopped when she stopped. The surgeon did not want to quantify the bleeding that occurred due to the laceration, but he clarified that no transfusion was necessary. He also stated that no surgical intervention was required to repair the tissue nor to stop the bleeding. The instrument cut through the top of the liver, where no other structures are located. He was able to place an instrument underneath the area to push it up, and then he squeezed the top down. The pressure was enough to stop the bleeding. Per the surgeon, the case otherwise continued normally, and it was completed robotically, with no other issues. He confirmed that the patient was doing fine and that no post-operative complications occurred or were expected. The monopolar curved scissors instrument was close to the end of its life following the procedure; the field service engineer did a visual examination of it on-site, and nothing appeared to be physically wrong. As a result, it was discarded. No issues were found with the system nor with the instruments prior to the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The monopolar curved scissors instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi field service engineer (fse) was dispatched to the site. The fse detected a drifting error on the right master tool manipulator (mtm). The fse was only able to reproduce the issue when the drift was forced. The fse verified both gravity and grip calibration on both mtms, and also verified the gravity calibration on the universal surgical manipulators (usms). The right mtm grip was re-calibrated, but no other issue was noticed. No part replacement was required. The system was inspected, tested, and verified as ready for use. An advanced system log review for the reported procedure was conducted by an isi failure analysis engineer (fae). Per the fae, no related system errors occurred during the surgical procedure that would suggest non-intuitive motion. None of the errors present in the logs point to any issues with the usms nor to the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the monopolar curved scissors instrument slid into the patient, and lacerated their liver, causing bleeding. The or staff was attempting to connect the monopolar energy cord to the installed instrument at the time of the event. The surgeon believes the usm was accidentally clutched, causing the movement of the instrument. The surgeon was able to control the bleeding by applying pressure to the liver wound.